Manufacturer narrative:
Concomitant medical products: product ID c4tr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was replaced due to known high threshold. The lead was not capturing at high output. No patient complications have been reported as a result of this event.